Event description:
Device did not detect air-in-line. The report stated, "air was occasionally noticed in the distal part of the device without pump alarm. Air in distal part of the set was about few millimeters long." The device was programmed to deliver an unspecified volume of a parenteral nutritive solution at a rate of 40ml/hr for the first hour, a rate of 82ml/hr for the next 12 hours, and a rate of 40ml/hr for the last hour. Approximately 3 hours after the delivery was initiated, "more than few air bubbles (each about 1cm long)" were noted in the distal part of the tubing set. There were no reported pump alarms. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.